Manufacturer narrative:
The insulin pump had cracked reservoir tube and cracked end cap noted. Device also had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump is cracked at the reservoir compartment and the bottom part. Blood glucose value was 126 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.